Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility reported that the automated impella controller (aic) had a system self-check failure. The aic will be returned for investigation and the IFU followed by the use a backup aic for patient use.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name has been updated. H6 type of investigation code added.